Event description:
The patient was having a lumbar fusion procedure. During the course of the surgery, while putting implants in the patient, the tip of the shaft of the screw driver broke into the wound. Two of the prongs (4 prong driver) had to be left in the patient as they could not be recovered.